Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sore lungs while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having sore lungs while using the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed an unknown contaminant on the sd card and modem flip doors. An unknown dust contaminant was observed inside the inlet of the blower box.  Hair-like particles and an unknown dust contaminant were observed on the top enclosure.  An unknown contaminant and a dust contaminant were observed on the ui panel. An unknown dust contaminant was observed on the pca and inside the flow manifold.  An unknown white dust contaminant consistent with mineral deposits was observed on the rear panel, o-ring of the rear panel, bottom enclosure, blower, blower seal, blower box, blower isolators, and blower cap. Evidence of liquid ingress was observed in the blower and blower box. An unknown contaminant was observed on the bottom of the enclosure.  The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer confirmed no presence of degraded sound abatement foam . In this report, section d9, g3, h3, h6 has been updated.